Manufacturer narrative:
No further patient information was provided by the customer. A review of tickets was performed for reagent lot number 08408ui00. The ticket search determined that there is an elevated complaint activity for the likely cause lot, but no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Accuracy testing was performed using an in-house retained kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 08408ui00 was identified.

Event description:
The customer observed a false positive architect stat high sensitive troponin-I results for 1 patient. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = 43.1 pg/ml, new sample: (B)(6) 2020 sid (B)(6) initial result = <3 pg/ml, original sample was repeated sid (B)(6) = 109 pg/ml, <3 pg/ml and <3 pg/ml and on serial (B)(4) = < 3pg/ml. No impact to patient management was reported.